Event description:
It was initially reported that during a da vinci-assisted cardiac maze surgical procedure, the customer encountered error 22001, pointing to a limited position on set up joint (suj) 3 of the patient side manipulator (psm) on the patient side cart (psc). An intuitive surgical, inc. (Isi) technical support engineer (tse) was contacted for assistance. Prior to calling technical support, the customer had already attempted to reposition and restart the system. The customer continued the procedure using two psms. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding this event: the system was inspected prior to use. No issues were noted during set up of the system. No outside influences that were impeding movement of the system were observed. An uncoordinated movement on psm 3 was observed and the procedure was subsequently converted to open surgery via sternotomy. No fragment fell into the patient during the procedure. To perform this procedure, three psms are needed and the site was not able to operate with two psms. This conversion to open sternotomy is recorded by the hospital as a major adverse cardiac event. The site informed isi that a delay of 2 hours was incurred as a result of this issue. Taking different actions to try to resolve the issue and performing a median sternotomy prolonged the surgery. During this time, the patient was on cardio-pulmonary bypass.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was confirmed based on the field evaluation. The following was observed: the root cause of system error 22001 was due to an incorrect position of the axis 5 on the suj 3. The fse recalibrated all axes on the suj 3 and replaced the potentiometer on axis 5 to resolve the issue. Following the servicing, all the axes of the designated psm 3 were tested. No further error messages presented on the system. The system was tested and verified as ready for use. A review of the site's system logs for the reported procedure date was conducted by an isi tse. Investigation revealed the following possible related system errors: 22001, pointing to the suj3 axis 2. No photographs or video of the procedure were provided for review. Log reviews confirmed the cardiac procedure was performed on (B)(6) 2021 on system sh0827. This complaint is being reported due to the following conclusion: during a da vinci-assisted cardiac maze procedure, an error 22001 occurred and there was uncoordinated movement of psm 3. As a result of the system issues, the surgical procedure was delayed for 2 hours and the surgeon elected to convert the procedure to open surgery. The conversion of the procedure to open surgery was an unplanned medical intervention and thus a reportable adverse event.